Manufacturer narrative:
The user-reported issue cannot be confirmed. The pump was tested to have a flow rate accuracy of -0.18%, which was within the +/-5% specification. The pump was tested to meet all specifications on (B)(6) 2017.

Event description:
The user reported that the pump was not infusing at the proper rate. A nurse at the facility reported that the pump was infusing too slow and is unsure of how deficient the pump was with the flow rate. A patient was involved, but no injuries reported. Flow rate was believed to be set at 150-165 ml/hr.